Event description:
The following was reported via maude event report ((B)(4)) submitted by the patient: it is alleged that on (B)(6) 2011, the patient was implanted with a bard mesh for treatment of an inguinal hernia repair. Following surgery, the patient experienced groin pain, leg pain, nerve pain, numbness, stiffness and limited mobility. The patient has been undergoing physical therapy, body massages and treatment from a neurologist, primary care doctor and surgeon. The patient takes motrin for the pain.

Manufacturer narrative:
Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient reports pain and limited mobility since her inguinal hernia repair with a 3d max mesh. Currently, medical records have not been provided and the mesh remains implanted. A lot number was not provided therefore, a manufacturing review is not possible. If additional information is provided, a supplemental report will be submitted.